Manufacturer narrative:
It was originally reported that the device would be returned. No device is expected to be returned for evaluation. Parts from a different lot were pulled from inventory and evaluated. Loose particulate was observed in the evaluated devices. In further discussion with the customer the exact origin of the particulate could not be determined. We are working on finding alternative sources for the suspect components. Because the unit was not returned, the root cause could not be determined. The device history records was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that blue particles were found in the kit. The device was not used on a patient.

Manufacturer narrative:
Device evaluation: the device has not been returned for investigation. A follow up report will be submitted when the evaluation has been completed.